Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was further reported that the patient could not get a "signal" when trying to recharge her implantable neurostimulator (ins). It was noted that the patient "very" got more than 1 bar when recharging prior to the call. It was noted that the patient was unable to fully charge their ins. It was reported that the patient's hips were "just ridiculously" painful. It was noted that the patient's left leg was "pretty achy".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation all the way from her left hip down her left leg when getting out of bed. The stimulation had been turned up higher than usual as the patient was doing a lot of work. The patient ended up decreasing the left side¿s setting and increasing the right side's setting. It was also reported that the patient had burnt her back with a heating pad from the neck down including the implant site prior to the actual implant. It was noted that there was possible scarring due to that. The patient had ¿more swelling¿ before but now the implantable neurostimulator (ins) was more visible and looked flush. A coupling problem between the ins and the recharger was also reported. The patient had been recharging her ins for about 1.5 hours and had not seen any progress yet. When the patient tried to recharge previously and moved, the connection was lost, so the patient had to sit in a certain spot to try to get a good connection. It was reported the patient had half of the maximum charging efficiency. It was noted that the patient had a reprogramming session scheduled. Additional information was requested, but was not available as of the date of this report.